Event description:
It was reported that an alert was triggered several times due to oversensing and noise on the right ventricular (rv) lead. The rv lead also experienced high threshold. The right atrial lead was also reported to have high threshold. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The full lead that was returned was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿high threshold¿ described in the event. There were no anomalies observed that would contribute to high threshold, and all electrical testing (including cross-continuity) was within specified parameters. In addition a fracture or in-vivo insulation breach was not observed, and there was no blood ingress into the conductors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 694765 implantable tachy lead 2012-(B)(6); 511212 competitor implantable pacing lead 2012-(B)(6); d224trk implantable cardioverter defibrillator (B)(6); 620rg29, heart ring, 2011-(B)(6). (B)(4).